Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fragment of the tip of instrument had broken off. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. However, a visual inspection was conducted on the customer provided pictures. The pictures show signs of multiple uses including marking scratching on the blade surface. Inspection of the blade tip show that the center of the blade has fractured and as a result the locking feature of the blade is no longer attached. The complaint is confirmed. A determination cannot be made as to what cause the center post to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at this time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned blade. The blade shows signs of multiple uses including marking/ scratching on the blade. The tip of the blade has fractured. The fractured portion of the blade was not returned. The complaint is confirmed. A determination cannot be made as to what caused the blade to fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h6 and h10.